Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited an alarm and blank screen. The device would not shut off. No patient injury was reported.

Manufacturer narrative:
Other, other text: d5: operator of device: updated. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt, and no external damage was noted. Error codes in the event history log (ehl) could not be accessed due to the pump having a blank screen with constant alarm. After an attempted start up, the customer reported issue was confirmed. The root cause of the reported issue is attributed to the customer as the pump had been interrupted during the upgrade process. To correct the issue, the pump was updated from the bottom case to the top and the software version was upgraded to version 1.6.4. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service in the previous year (device was last serviced in july 2021) and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147., corrected data: d4: correction: model number: 4000.